Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a disp.sciss. Shaft metzenbaum d:5mm/310mm (part # po888) was used during a colectomy, sigmoid, laparoscopic procedure on (B)(6) 2025. According to the complaint description, multiple inserts were stiff and difficult to open/manipulate. The type of procedure was a laparoscopic sigmoid colectomy. There was a 20-minute delay while converting to an open laparotomy procedure. 2916714-2025-00043 aic reference (B)(4). 2916714-2025-00044 aic reference (B)(4). 2916714-2025-00045 aic reference (B)(4). 2916714-2025-00046 aic reference (B)(4). 2916714-2025-00047 aic reference (B)(4). 2916714-2025-00048 aic reference (B)(4). 2916714-2025-00049 aic reference (B)(4). 2916714-2025-00050 aic reference (B)(4).

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: d4 device information updated. D9 device returned to manufacturer. F9 approximate age of device. Investigation results: the product is in used condition and the instrument shows no visible deviations. The device was functionally tested with the result that the device is within the given specifications. The reported damage of the product could not be confirmed. No deviation from the specifications could be found.